Manufacturer narrative:
Eval results (other): the large window a has a small hole in the netting. The front side of a the literature bag has 3 inch broken stitches. Conclusion: no conclusion can be drawn as to cause of damage.

Event description:
It was reported the bed canopy system model 8060 had the netting on large window. No specific info as to the type or location of damage provided by the facility. No pt injury reported.